Event description:
It was reported that the patient fainted and then presented to the hospital. The right ventricular lead exhibited loss of capture and high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.